Manufacturer narrative:
The internal battery was replaced as a precaution. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported total power failure event was caused by internal battery depletion due to user error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. Additionally, the device main circuit board was noted to be defective. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation performed. The reported problem of total power failure could not be reproduced during evaluation but was confirmed from the device logs. The internal battery was replaced to address the issue. The main circuit board was replaced since it was found to be defective. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. Additionally, the device main circuit board was noted to be defective. There was no patient harm or serious injury reported as a result of this incident.